Event description:
It was reported that during the lsh procedure, the instrument was broken during reinsertion into trocar. Instrument appeared to have broken after rapid introduction of the instrument and opening of the jaws prior to it's passage into the trocar cannula. The pad appeared to break off and remained above the trocar cannula, and was removed without apparent patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm detached. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed. Each device is visually inspected and functionally tested prior to the shipment, and damage of this magnitude would have been detected during this inspection and testing.